Event description:
Same case as MDR ID 2134265-2013-08911. It was reported that stent thrombosis, removal difficulty and stent damage occurred. The target lesion was located in the non calcified and non tortuous right coronary artery. A 3.0mm x 24mm ion stent was advanced and implanted in the target lesion. The stent was post dilated using the balloon of the stent delivery system and the patient was transferred back to the intensive care unit post procedure. However, 1 hour after the procedure, the patient complained of chest pain and was brought back to the catheterization laboratory. A stent thrombosis was noted. A non bsc thrombectomy system was utilized and a 3.0mm x 20mm nc quantum balloon catheter was used to dilate the lesion. Then a 32 mm x 3.50mm ion stent was advanced however it was caught at the proximal end of the recently implanted 3.0mm x 24mm ion stent and was stuck. So an unspecified guide catheter was pushed down to get the 32 mm x 3.50mm ion stent out and noted that the stent was mangled. The thrombosed stent was post- dilated using unspecified balloon catheters. A non bsc stent was implanted distal to the 3.0mm x 24mm ion stent and the procedure was completed. No further patient complications were reported and the patient's status was fine

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).